Event description:
A report was received that a pt's ipg was explanted due to severe pain at the pocket site. The physician stated that the pt has cutaneous neuritis which is caused by the device. The pt was prescribed neurontin and capsaicin cream to apply topically to pocket site to alleviate post-explant burning sensation.

Manufacturer narrative:
The explanted device will not be returned to bsn as it was discarded by the medical facility.